Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for investigation. Based on the clinical information provided, the root cause of the positioning issue was use related due to improper technique when cross clamp removed.

Event description:
The user facility reported an 82-year-old male (race unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support during surgery. The cp was cross-clamped but after removal of the clamp and surgical coronary artery bypass grafting, the pump came across the valve and was unable to be re-positioned. The physician decided risk/benefit not worth putting impella back via other methods. Patient was hemodynamically stable. Pump removed and insertion site closed with perclose sutures successfully. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.